Event description:
It was reported that when this device interrogated, an attempt to access aida+ resulted in an error message. The device was programmed into standby mode using specific engineering software; re-initialization with standard programming software restored normal device functioning and remains implanted. Note: this was originally reported on a device defect report; however, ela medical received a lecter from the FDA stating this should be reported as an MDR. This is being filed late due to ela medical getting a complete understanding of the reporting requirements.

Manufacturer narrative:
During interrogation, access to aida+ programming would not operate, resulting in an error message. Device remains implanted and is functioning normally. The analysis review of production history records. The analysis review of production history records showed that this device was in specification when it was released. Review of production records of the suspect device reveals no anomaly. Consequently, available evidence indicates that the device was in specification when released. In 2003, after the device was implanted, access to aida+ programming or reading of any memory features did not operate. A message appeared: "memory is corrupt, operation abort". Therefore, device failed to meet a specification after use. However, the device was successfully forced to standby mode using specific engineering software: reinitialization with standard elaview programming software restored device normal functioning. Since the analysis files resulting from the previous described procedure were not retrieved and forwarded for analysis, no final conclusion could be drawn (these analysis files are files saved by the programmer and containing: 1-the recent history of communications with the programming head, the implant, and the activation of the user interface and 2- the device memory data upon reinitialization. These files are not available by the user, but the user may send a copy to the MFR for analysis). However, it should be noted that the reported behavior might result from automatic switch off of device holter: since holter can not be restored by commercial programming software elaview 1.20ug1, aida+ programming or reading of any memory features could not be performed afterwards. Though the origin of the reported behavior remains unk, we might hypothesize that such event could result from telemetry problems, which led to automatic switch off of device memories. As a consequence, the access to the holter would no longer be available and could not be restored with elaview 1.20ug1. In this context, and in order to prevent the reoccurrence of such event, a modification has been implemented in the next programming software version in order to automatically restore the access to the holter upon device interrogation. Reported event occurred during pt follow-up. The use of engineering software to switch the device to standby mode was successful: after re-initialization, device restored normal functioning.